Event description:
It was reported that the patients implant site opened and the implantable pulse generator (ipg) was exposed. It was also noted that the spinal cord stimulation (scs) lead was no longer in the epidural space and was sitting in tissue outside the spine, as the patient was large that it pulled out. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were kept by the facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7076971.

Event description:
It was reported that the patients implant site opened and the implantable pulse generator (ipg) was exposed. It was also noted that the spinal cord stimulation (scs) lead was no longer in the epidural space and was sitting in tissue outside the spine, as the patient was large that it pulled out. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were kept by the facility and will not be returned. Additional information was received that due to lead migration, the patient had to use a large amount of energy to feel stimulation.